Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer states that the insulin pump has a blank display screen and does not work. The patient's blood glucose level was 270 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was monitored for several days and there was no blank display noted. The insulin pump was received with normal operating currents. There was no damage found on the c13/lcd isolation tape noted. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, reservoir tube lip and reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.